Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas became stuck on a blue-circle screen after initial charging, and subsequent attempts to pair and initiate a firmware update resulted in a software update failed message; despite the app indicating the latest firmware, consistent with an upgrade failure and device unavailable for use. Symptoms included no reported adverse clinical effects. Outcomes included the user being unable to use the device and a replacement device being provided, with instructions to sync data, shut down, and return the original device. Investigation included phone-based troubleshooting, confirmation of pairing status, forced app quit, attempted firmware re-initiation, and review of device status. Investigation of this case revealed a device malfunction during the update process that resulted in system freeze and persistent error messaging, consistent with a hardware or firmware fault, affecting the user interface and system restart functions. It was concluded that the cause was an update-related device malfunction.